Manufacturer narrative:
The device was returned partially deployed and the needle exposed with the linkage assembly in the fully deployed state. There was an 0x1c alarm but no drive stalls or timeouts were observed from the data. Upon opening the device, the formed needle was found detached from the slide retract and visible damage was seen on the slide retract. Due to these observations it was concluded that the formed needle was incorrectly installed. Blood was observed on both the adhesive pad and in the formed needle; the blood in the formed needle caused an occlusion in the fluid path. Despite these occlusions, the pod was able to run its full lifecycle as indicated by the 0x1c alarm. Visible damage to the soft cannula was also observed. It cannot be determined when this damage occurred. No other damages or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached between 200 mg/dl and 340 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels and experiencing pain and bleeding, patient found the needle had not retracted as intended; this indicates that a needle mechanism failure occurred.